Manufacturer narrative:
Device passed the operating currents, self test and displacement test. No a21 alarm and no blank display anomaly noted during test. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had an unexpected restart and a blank display. Customer stated the battery was changed but the issues remained unresolved. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.